Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced a placement signal not reliable alarm. Impella support continues.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: placement signal issue: since data log review was inconclusive and product wasn't returned for investigation, the cause of the placement signal issue could not be determined.

Manufacturer narrative:
D6b explant date added.